Event description:
It was reported to resmed (B)(4) that an astral device displayed an alarm message indicating a system fault. This message resulted in an alarm which notified the caregiver. There was no pt harm or injury reported as a result of this incident. MFR # 3004604967-2015-00287.